Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation. The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported to service department of an unknown issue. Upon investigation it was reported the air in line sensor did not detect an air bubble. The bubble did not reach the patient. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. H3 other text : see manufacturer narrative.

Event description:
It was reported to service department of an unknown issue. Upon investigation it was reported the air in line sensor did not detect an air bubble. The bubble did not reach the patient. There was patient involvement but no patient harm.